Event description:
A malfunction was reported on a pump, as described by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.